Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had occasionally motor error. Customer¿s current blood glucose was unknown. Customer stated that insulin pump rejects batteries, threading to reservoir compartment was cracked and had missing pieces. Customer stated that insulin pump had no delivery alert. Insulin pump will not be returned for analysis.